Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. Evaluation summary: the device was returned for analysis. The reported loose implant could not be confirmed; however a proximal seal break was noted. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.5 x 18 mm implant came off the catheter when removing the protective sheath. A second 3.5 x 18 mm device was attempted, but reportedly the implant stuck to the plastic wrapper [protective sheath], and was then was loose on the catheter. There was no patient involvement. Although there was a delay in the procedure, it was not clinically significant. A 3rd device was used to successfully treat the target lesion. No additional information was provided. Returned device analysis of part 2 revealed the balloon was separated at the proximal seal.